Manufacturer narrative:
The customer did not return the suspected product. An in-house testing was performed using the in-house contour plus meter with in-house contour plus test strips from lot # 8dlhd02c, which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer from (B)(6) reported that she obtained blood glucose readings of 51 mg/dl and 372 mg/dl within 2 minutes on a contour plus meter. The customer had no symptoms of hypoglycemia or hyperglycemia. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.